Manufacturer narrative:
The other proglide device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic cardiac angiogram procedure. Reportedly, the proglide device was difficult to insert due to patient obesity and kinked in the subcutaneous tissue. Another proglide device was used and a suture break occurred. A hematoma developed at the access site. An angioseal device was used to treat the hematoma and achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is in-training in the use of the proglide device. The abbott vascular representative was present during the procedure. No additional information was provided.